Manufacturer narrative:
The insulin pump was unable to perform the basic occlusion, occlusion and priming test due to cracked end cap. The compromised force sensor system error alarm was unable to be verified due to cracked end cap. The device was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 320 mg/dl. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer was advised during the seating of the force the reservoir was not detected. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.